Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crp4 on a cobas 8000 c 702 module. The sample initially resulted in a crp value of 0.00 mg/dl and it repeated as 31.43 mg/dl.

Manufacturer narrative:
The crp reagent lot number was 706673, with an expiration date of 29-feb-2024. The field service engineer found a damaged pipettor. The pipettor was changed and adjusted. Mechanism tests were performed. The investigation determined the service actions resolved the issue.